Event description:
It was reported that during a da vinci s hysterectomy procedure, tissue would stick to the jaws on the maryland bipolar forceps instruments, causing a tear to the patient's tissue when the surgeon opened and pulled away the jaws on the instrument. It is the site's belief that a sufficient amount of anti-stick lubrication was used on the instruments. Reportedly, the jaws on the maryland bipolar forceps instrument were not fully opening and contributed to the tissue sticking to the jaws on the instruments. Medwatch report 2955842-2013-01135 was submitted for concerning the second maryland bipolar forceps instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation; however, a field investigation performed by an isi field service engineer (fse) was unable to replicate the issue experienced by the customer. The fse found that the site's da vinci si surgical system functioned within specifications. The fse also observed a da vinci hysterectomy procedure at the site; however, prior to the surgeon starting the procedure, the fse observed that the site's electrosurgical unit's cabling layout needed to be rerouted. The fse indicated to the customer that the layout of the cabling may introduce interference within the circuit. The fse also noted that the monopolar cable from the esu to the surgeon side cart had exposed wires and recommended that they replace the monopolar cable in addition to the bipolar cable. During the fse's observation of the surgical procedure, while the surgeon was performing dissection, during the 1st half of the procedure, the surgeon noted that the instrument seemed to be functioning fine; however, the surgeon eventually started to experiencing sticking issues. The fse found no issues with the site's da vinci s surgical system when the issue occurred. The fse checked the site's esu settings and they were set at 35 watts. The fse recommended to the site that they replace their esu as a precaution, and advised that if the esu is not operating to specification, it may provide intermittent results. On april 4, 2013, isi contacted the initial reporter of this event. The initial reporter indicated that the planned surgical procedure was a da vinci s hysterectomy with lymph node dissection procedure and that the surgeon was performing lymph node dissection using the maryland bipolar forceps instrument when the surgeon noted that there was a delay when opening the instrument's jaws. The initial reporter indicated that the patient's lymph node and surrounding tissue stuck to the maryland bipolar forceps instrument, causing a tear to the patient's lymph node and surrounding tissue. The initial reporter indicated that the maryland bipolar forceps instrument was replaced; however, after some time of use, the issue recurred while the surgeon was using the replacement instrument. The initial reporter indicated that the surgeon was able to complete the surgical task using the replacement instrument. The initial reporter indicated that no repair of the patient's lymph node and surrounding tissue were required, the planned surgical procedure was completed and the patient did not suffer any post-surgical complications as a result of the reported event. The initial reporter stated that the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event and that based on the fse's recommendations, the hospital has replaced their esu and the esu cables. The initial reporter indicated that since replacement of the recommended devices, the hospital has not experienced any other issues related to the reported issue. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.